Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience? No information. Where in the green gap setting scale was the indicator located prior to firing? No information. When was the safety removed? No information. Did the healthcare professional receive audible and tactile feedback when firing the device? No. The device was not fired during the procedure, because the firing force was higher than expected. Were the donuts inspected? If so, please describe. Not fired during the procedure. Was the washer inspected? If so, please describe. Not fired during the procedure. Was the device eventually able to be fired? No information. But, the device could be fired properly outside the patient for functionality. Was the post-op care of the patient altered in any way due the issues with the device? No. Was the patient¿s hospital stay extended due to the alleged issue with the device? No. The patient will be discharged as scheduled. What is the current patient status? The patient is hospitalized and recovering though the patient claimed the pain.

Event description:
It was reported that during a laparoscopic low anterior resection, the firing force was higher than expected and the device could not be fired. The procedure was converted from a dst anastomosis to intersphincteric resection to complete the case. The operation time was prolonged by the change. Patient is currently hospitalized.

Manufacturer narrative:
(B)(4). Batch # p57w5w. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.